Manufacturer narrative:
Product not returned for investigation. Product was mfg and sold by dow corning wright, the assets of which were purchased by wright med technology, inc.

Event description:
Patella-right femoral pain-fall at home on right knee 11/11/96. History of arthritis-hypertension-thrombolphlebitis.